Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported "internal battery inoperable" alarm and power failure event were confirmed through review of the device logs. The investigation determined that the most likely root cause of the battery fault and power failure was an intermittent loss of communication on the main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). The device is currently being sent to resmed technical service center in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).